Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
Left femoral access was achieved with a 7f straight sheath up an over the arch. A turbohawk was successfully used to treat the right mid and distal sfa lesions along with a proximal popliteal lesion. This was done over the 7mm spiderfx that was placed in the pt trunk that was totally occluded. The goal of this procedure was to successfully treat the sfa and popliteal lesions so that a poplitial-tibial bypass could be performed on the patient at a later date. The tibial vessels were all occluded proximally but reconstituted distally via collateral vessels. Minimal flow was being contributed to the distal tibial segments from the proximal native tibial arteries, but it was decided to use distal protection anyway. Following the successful atherectomy of all the lesions and a great outcome, the spiderfx which was in the popliteal was attempting to be retrieved through a catheter with an .035 inner lumen. Upon the retrieval attempt, the spider filter appeared to meet with much resistance due to the angle of the catheter. The physician then felt that the wire was moving while being retrieved, but the filter was staying in place. The filter had been separated from the wire, and the filter was left in the patient. A 10mm snare was used to attempt to retrieve the filter, but after several attempts, the filter could not be snared. The filter was un-retrievable. The spiderfx filter migrated into the pt trunk that was previously and currently totally occluded, during the snare attempt. The filter in this position was causing no flow restriction. The patient was going to receive at pop-tibial bypass due to the successful atherectomy procedure.